Manufacturer narrative:
There was no reported device malfunction, and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in electronic instructions for use (eifu) hi-infiltrac, cto, guide wire as a known patient effect of the procedure. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Additionally, the reported treatment appears to be related to circumstances of the procedure as a balloon was used to treat the dissection. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a chronic occluded, heavily tortuous lesion in the right coronary artery. When advancing the infiltrac guidewire using the anterograde technique the guide wire caused a dissection. The guide wire was removed, and a balloon was used to treat the dissection. There was no issue during advancement, the physician believes there is no problem with infiltrac and that the porous characteristic of the guide wire tip contributed in this case. He also mentioned the infiltrac may be more successful if it is directed with the aid of a microcatheter to the lesion. No additional information was provided.